Event description:
Upon investigation, the photon was found in hardware vvi reset mode. Several attempts were made to reprogram the ICD, all of which were unsuccessful. Explant was recommended by technical services.